Manufacturer narrative:
Foreign substance is battery fluid crust found in battery compartment, on back side and bottom of purely yours and batteries. Noticed on the top row of aa batteries, one battery (middle one) was installed backwards, so the positive and negative battery sides were making contact with the positive and negative of opposing batteries. Series battery contact has green corrosion on it. The misplacement of a battery or batteries in the battery compartment as well as leaving batteries in pump unit after pumping session can result in battery failure and or leakage, possibly causing damage to pump unit.

Event description:
Customer contacted ameda, inc. To report black fluid leaking from the battery compartment while pumping on battery power on (B)(6) 2019. Customer placed the purely yours breast pump on her lap during the pumping session. She states hearing an unusual hissing sound coming from the battery compartment. She detected an odor such as an electrical burning smell however did not see any visible flame, smoke or spark. Customer noted a black fluid leaking onto her pants from the pump base. She stopped pumping, opened the battery compartment and found damaged batteries leaking dark fluid from them. Customer denies any harm came to her in this event. The pump is out of warranty. Ameda shipped customer a new purely yours pump to resolve issue.